Event description:
It was reported that a device alarmed for under infusion and continued to beep although it says stopped. Settings were reviewed and the patient attempted to close a clamp, but the patient doesn't want to remove the cassette. The pump was powered off and the patient will proceed to their appointment. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.